Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump screen was badly scratched and the customer could not read it. The customer did not provide the blood glucose reading, was unable to hear over the phone, and intended to call back.